Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced complete extrusion of the pump through the scrotal skin, resulting in the pump being completely outside the body. A surgical procedure was performed during which the aus was explanted. It was decided to allow the patient to recover prior to determining whether reimplantation would be appropriate. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100916926. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100435226. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).